Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 10 years after the implantation, oversensing was noted on right ventricular (rv) lead on remote monitoring. On review of egms, noise was noted on rv lead channel which was inhibiting pacing. Noise noted on the right ventricular lead with arm movement. The device was reprogrammed. No consequences or impacts to the patient were reported.